Event description:
Customer reported that screen was severely scratched, making it difficult to read and operate. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and additional information regarding the outcome of the event was not obtained.